Event description:
Boston scientific received information that the patient with these right ventricular (rv) and right atrial (ra) leads reported that the leads were pulled from the original implanted site while doing heavy lifting. It has also been alleged that this associated device was also damaged at this time. The patient noted that they felt weak and has continual pain in the pocket area. Attempts have been made to follow up with the patient to have the device checked. The patient has failed to follow up with their physician. At this time, the device and leads remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.